Event description:
No further event information available at the time of this report.

Manufacturer narrative:
Procedural related complications are influenced by the type of surgery, patients pre-existing comorbid state, and perioperative management. Deep vein thrombosis, or dvt, occurs when a blood clot forms in one of the deep veins of the body. This can happen if a vein becomes damaged or if the blood flow within a vein slows down or stops. Total joint patients are typically placed on medication post-operative for a period of time to prevent the development of dvt/blood clot. Even with the administration of preventive medication, dvt/blood clots can still develop. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Manufacturer narrative:
(B)(4). Foreign report source: (B)(6). International journal of orthopaedics sciences: comparison between simultaneous versus staged bilateral total hip arthroplasty in patients with painful disabling bilateral hip diseases: a prospective, randomized, controlled study: dr. Rajesh kumar sharma, dr. Arun kumar sharma, dr. Avtar singh balawat, and dr. Vishal sekhawat doi: https://doi.org/10.22271/ortho.2020.v6.i1l.1937. The device will not be returned for analysis, due to location of device is unknown; however, an investigation of the reported event is in progress. Once the investigation has been completed, a follow-up MDR will be submitted. Multiple MDR reports were filed for this event, please see associated reports: 0001822565-2020-02568. 0001822565-2020-02569. 0001822565-2020-02570.

Event description:
It was reported in a journal article that the patient underwent a total hip arthroplasty on an unknown date. Subsequently, the patient experienced deep vein thrombosis. The patient was treated with anticoagulation and successfully treated.